Event description:
The hospital reported to the consultant: the tip broke off the bone holder. The tip was retrieved and discarded. Procedure was completed. This is 1 of 1 reports for this event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The returned device was manufactured in may 2006 and is over 6 years old. Visual inspection revealed there is a dent at the base of where the tip broke as well as one on the tip of the lower point which indicates that the complaint condition was most likely caused by impact with another device and not a result of intended use. The inspection revealed nothing to indicate any issue with design or manufacture of the device and therefore this is invalid.